Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) ilrght, (certain titanium large hexed screw) for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review was completed for the subject lot number 1256727. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256727 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. The reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that screw fractured at the threads of the screw and was removed. Procedure was completed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. G4: premarket identification k072642.